Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during drain 1 of 5. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) had the hp cycle the power off and on to press go to start prompt. The tsr explained the alarms and the hp stated she had to disconnect to use the restroom while in drain one causing the alarm. The hp would finish therapy with manuals. (B)(4) contacted hp on (B)(6) 2011. The hp was able to complete therapy with manual supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 1/5 was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.